Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced aspiration pneumonia. The patient had tracheal intubation and ventilation. On (B)(6) 2017, the patient died of heart attack due to the aspiration pneumonia.

Manufacturer narrative:
(B)(4).

Event description:
A nasogastric tube was also placed for aspiration.